Manufacturer narrative:
The transceiver was returned to the manufacturer for analysis. A functional test on the transceiver was performed. At power up no image issues were observed on the monitors. The device ran for 2 hours and no issues were observed. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Additional on site troubleshooting by the medtronic field representative found that replacing the transceiver did not resolve the issue. It appears that the video splitter is the cause of the problem as bypassing the splitter resolved the issue. A new video splitter has been sent to the site.

Manufacturer narrative:
Medtronic investigation of returned suspect dvi splitter finds that when connected to a known good system the monitor displayed a good image from each output of the splitter. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2015 a medtronic representative performed a navigation system check-out, hardware and instrument areas passed. Software test failed. Failure: video export. The system produces red lines when in the polestar viewer application and the black screen seen on the video. It was determined that the reported issue is with the stealthstation i7 integrated navigation system video card, or software, as this only occurred when on the polestar viewer. Return requested for suspect i7 transceiver equipment rack. No parts have been received by manufacturer for analysis.

Event description:
A site physician reported that the site navigation system monitors show during selection red lights on the screen and sometimes blink and loose connection for 1 second. No further details were provided. Trouble-shooting did not resolve the issue. There was no patient present when this issue was identified.